Event description:
Surgeon's vest, product code 35110. The healthcare worker noticed the sterile package appeared to be inadequately sealed. There was no adverse consequence because the vest was not used.